Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 563 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the time on the insulin pump was off by one hour. Prior to the report, the insulin pump alarmed no delivery. The customer's spouse stated that he was going to take the customer to the hosp for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.